Event description:
Consumer complaint of high blood results. Performed back to back blood tests with results of 408 and 328 mg/dl. Customer normally is 120-150mg/dl. Last 5 results in memory were 208 mg/dl, 285 mg/dl, 273 mg/dl, 186 mg/dl, and 253 mg/dl. Based on parkes error grid analysis, the bias between the highest result give (285) and the normal result (120) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Performed back to back blood tests with results of 408 and 328mg/dl. Customer normally is 120-150mg/dl. Last 5 results in memory were 208mg/dl, 285mg/dl, 273mg/dl, 186mg/dl, and 253mg/dl. Based on parkes error grid analysis, the bias between the highest result given (285) and the normal result (120) is located in zone c. No adverse event reported.